Event description:
The customer reported high bgs. Troubleshooting was performed. The programming and histories on the pump were accurate. However, the customer stated that the lead screw is turning, but the driver block is not moving forward.